Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sub-acute stent thrombosis (st) occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.75x38mm, concentric target lesion with >45 and < 90 significant bend was located in the mildly tortuous and mildly calcified left anterior descending artery. After deploying a 2.75x38mm promus element long drug-eluting stent, a sub-acute stent thrombosis occurred. Another stent was then used to treat the event. No further patient complications were reported and the patient's status was stable.